Manufacturer narrative:
A1 - patient identifier: (B)(6).

Event description:
Elegance clinical trial. It was reported that a dissection occurred. The target lesion #001 was in the left mid popliteal artery with unknown proximal and distal reference vessel diameter with unknown lesion length and 80% stenosis. Prior to target lesion treatment, lithotripsy was performed with shockwave and treatment of target lesion was performed by pre-dilatation with ranger drug coated balloon of 6.0 mm x 200 mm. During treatment of target lesion #001, dissection was noted. A non-bsc bare metal bailout stent of 6.5 mm x 120 mm was placed. Following post dilatation with 6.0 mm x 150 mm non-bsc balloon, the final residual stenosis was noted to be 20%. It was further reported that target lesion had a 6mm proximal reference vessel diameter and 6mm distal reference vessel diameter with a 180mm lesion length. The dissection was noted with severity grade of d, due to the study device. The complication was considered resolved after the stent was implanted and post dilation was performed.

Manufacturer narrative:
Patient identifier: (B)(6).

Event description:
(B)(6) clinical trial. It was reported that a dissection occurred. The target lesion #001 was in the left mid popliteal artery with unknown proximal and distal reference vessel diameter with unknown lesion length and 80% stenosis. Prior to target lesion treatment, lithotripsy was performed with shockwave and treatment of target lesion was performed by pre-dilatation with ranger drug coated balloon of 6.0 mm x 200 mm. During treatment of target lesion #001, dissection was noted. A non-bsc bare metal bailout stent of 6.5 mm x 120 mm was placed. Following post dilatation with 6.0 mm x 150 mm non-bsc balloon, the final residual stenosis was noted to be 20%.